Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the day after the device change out, the lead was pacing inappropriately and the lead impedance was low. The lead polarity was reprogrammed to unipolar and the lead remains in use. No patient complications have been reported as a result of this event.